Manufacturer narrative:
Patient identifier was not provided by the hospital. The software investigation found that the issue was related to previous version of software that was fixed in a subsequent version.

Event description:
A medtronic representative reported an issue with the projection in trajectory view 1 while in a spine case. Projection problems occurred during a plif using CT +fluoro imaging in synergy spine 1.7. Medtronic technical services walked the medtronic rep through troubleshooting the view settings. When they returned to navigate, the projection issues were resolved and case proceeded as planned with the use of the stealthstation. There was no impact on the patient outcome.